Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary:a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The device evaluation was performed on site.

Event description:
The field service engineer reported a pump with failure code 570:320. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.